Event description:
At the end of biopsy procedure on 2/18/99, pt had a clip deployment and the deployment was complicated by shearing of the clip guide sheath and the end of the clip deployment device was sheared resulting in the foreign body in the left breast. A true lateral film was made with a feebee marker on the skin at the site of the previous entry of the mammotome needle device and it was evident after the film was made that there was significant distance from the skin to where this was located. Therefore, attempt to remove under local anesthesia in office was not started and plan to take to operating room under local anesthesia plus heavy sedation was used to localize the area on 2/25/99.